Event description:
A micro-driver rx coronary stent system was used to treat a very calcified lesion in a pt's very tortuous proximal circumflex. The device was inspected prior to use, with no abnormalities noted. The lesion was pre-dilated once to 10 atm with a balloon, length 15 mm, diameter 2.0 mm. Resistance was felt while the device was being advanced to the lesion. Attempts to cross the lesion with the device were unsuccessful. It was reported that the device passed through the cell of a previously deployed stent in the pt's left main. During an attempt to pull the un-deployed stent back into the guide catheter, the stent dislodged from the delivery system in the pt's left main. Attempts to retrieve the dislodged stent with a snare were unsuccessful. The stent remains in the pt. The pt was stable post procedure and no clinical sequelae have been reported. Neither the device or a cd of procedural images have been received by medtronic for eval.

Manufacturer narrative:
(Secondary intervention-snare used in attempt to retrieve dislodged stent) - eval results: (dislodgement), (very tortuous vessel, very calcified lesion).